Manufacturer narrative:
Follow-up #1 date of submission 09/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a review of the black box showed reboots, alarms related to battery use, and motor errors on 07/26/2015.a visual inspection of the pump showed evidence of moisture behind the display lens. The battery compartment was cracked. The returned battery cap was unable to fully tighten on to the pump; however the battery cap contact dimensions measured within specifications. The pump powered on with the returned battery cap to a distorted display. During testing, the pump emitted a motor error during the rewind step. The pump cover was opened and evidence of moisture damage was found throughout the pump.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.